Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, the pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates that the patient underwent an unexpected medical procedure. No additional adverse patient effects were reported. The device remains in use. Additional information received indicates that the patient did not undergo an unexpected medical procedure. The device is planned to be explanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, the pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates that the patient underwent an unexpected medical procedure. No additional adverse patient effects were reported. The device remains in use.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, the pacemaker remains in service. No adverse patient effects were reported.